Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on september 13, 2010, for investigation. A visual inspection revealed that 3/4 of the proximal end circumference was detached. Two pieces were received and formed a complete assembly of the broken area. There was some evidence of blood present on the device. Based upon the visual observations, the reported failure "tip broke" was confirmed. The lot number could not be obtained, so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two pieces broke off of the dissection tip on the vasoview 7 xb endoscopic vessel harvesting system. The pieces were retrieved through the original incision with no other pt effects reported. The lot number is unk. The procedure was completed with this device. The product was returned.